Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25139068, 25139407, and 25139790 the last 3 lots shipped to the account prior to the event date. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The hsk iii device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The delivery device was returned outside the loading device. The seal and tension spring assembly were not returned for investigation. The blue slide lock was not engaged and the white plunger was not depressed on the delivery device. Specks of blood was observed on the back of the loading device. No failures were observed. The following measurements were taken; the inner delivery tube diameter was measured as .197 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure ¿activation problem; seal¿ was unable to be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm misfired. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm misfired. A replacement device was used to complete the procedure. The hospital did not report any patient effects.